Event description:
It was reported the patient received inappropriate therapy and caused the patient to go into atrial fibrillation. No actions were taken.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).